Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h4, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the investigation confirmed the reported device problem. A definitive root cause for the reported product problem was not established. Olympus confirmed foreign material came out of the device, but the type of the material could not be identified. However, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from o-ring. The event can be detected/prevented by following the instructions for use (IFU)which states: IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there were foreign objects in the air/water cylinder and tube of the colonovideoscope. There were no reports of patient involvement.